Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient stated that they experienced mobility and tooth fracture due to the byte aligners.